Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy, exploratory laparotomy, bowel resection, on transection of the bowel, after opening the stapler after firing and disengaging the forks they noticed that the blade did not come all the way in the back position but was still exposed close to the distal end of the reload when pulling the black knob back to open. There was no patient injury.